Event description:
It was reported that the right ventricular lead high voltage impedance, which had been stable at 75 ohms, has decreased to 35 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.